Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: it was reported that they were seeing loss of capture on the patient's EKG. Found out that the patient did have a lss back in (B)(6) 2019. There were events on (B)(6) 2019 that were oversensing noise. When the patient was in bipolar, the patient was having loss of capture, and was oversensing noise. When put the patient in unipolar the patient was just oversensing noise. They are looking to do a lead revision.